Manufacturer narrative:
Additional information: product long description updated from unknown hip system to unknown accolade stem. An event regarding revision involving an unknown accolade stem was reported. Based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event. As per the medical review completed; indication for a second right hip revision surgery has thus been established although we should note that the recurrent right hip cup loosening is related to a non-stryker product, i.e. Cup and is not in any sense related to still implanted stryker products, i.e. The accolade stem implanted originally in 2003 and retained also during the previous revision surgery of 2016. The stryker v40 femoral head may be removed during revision surgery for access reasons to the hip. Revision surgery requires extensile exposure of the hip joint and such is impossible without femoral head removal. Given the modularity, this is easy and straightforward. Head pathology is thus not applicable, neither evident from the available information and this second revision case is thus not device-related to any of the implanted stryker products but root cause of failure is exclusively contributed by fixation failure of the non-stryker cup. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised. Though rep reported the revision as having occurred, the procedure took place in another (unknown) state by another (unknown) surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised. Though rep reported the revision as having occurred, the procedure took place in another (unknown) state by another (unknown) surgeon.